Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00166: head, 3025141-2017-00167: neck.

Event description:
Arh slide-loc radial head replacement surgery took place on (B)(6) 2017. A second surgery occurred on (B)(6) 2017 where the doctor planned to release soft tissue and potentially change or remove the radial head replacement implants. The implants were intact and fit correctly so they were not removed/replaced.